Event description:
It was reported that during an interventional procedure of the de novo, heavily kinked, right mid-coronary artery with moderate tortuosity and mild calcification, the 2.75 x 18 mm rx xience v met with heavy resistance on advancement. More force was used and the shaft separated proximally into 2 pieces outside of the patient. The distal part was removed and the procedure was completed successfully with another 2.5 x 18-mm stent delivery system. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the stent implant, balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. The middle portion of the stent was smashed. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The hypotube and jacket were separated 17 centimeters (cm) distal to the strain relief tubing confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket material was stretched at the separation. There were multiple kinks noted to the sds. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. It was reported that the patient anatomy was moderately tortuous and mildly calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered during advancement, force was applied and the hypotube kinked. Further manipulation would have caused the hypotube to separate. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw (x2), guide cath: 6 fr. Mdt; sheath: 6 fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.